Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.